Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited that the outer tube is deformed and damaged, protector of the video cable section is cut and leakage current is inadequate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a root cause could not be identified for the outer tube is deformed and damaged, protector of the video cable section is cut and leakage current is inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.